Manufacturer narrative:
(B)(4). The device has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the sponge was partially sticking out of the minicap. The caller stated there was no damage noted to the minicap and there was no damage noted to the sponge. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 04/11/2014 and 04/17/2014. Evaluation: a review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.